Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-15100, reference MFR report: 1627487-2014-15101. It was reported the patient experienced impaired healing and felt his body was rejecting his scs system. The patient's scs system was subsequently explanted in (B)(6) 2014. The patient indicated cultures were taken and an infectious disease specialist also examined the wounds and no signs of infection were found.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.